Manufacturer narrative:
There was no further patient information provided by the customer. The field service representative (fsr) performed troubleshooting which included cleaning and replacing multiple parts along with the syringe assy which resolved the issue. A review of service history for serial number (B)(4) found no similar issues as described in this complaint and no additional discrepant results were reported. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the architect i2000sr. A review of tracking and trending did not reveal any trends for the syringe assay. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect i2000sr or the syringe assay was identified.

Event description:
The customer observed discrepant architect progrp results on one patient. The results were provided: on (B)(6) 2020 sid (B)(6) initial pro grp result=34.09 pg/ml/repeated result=54.75 retested on another analyzer result=32.74 pg/ml/ previous history on (B)(6) 2020 result=105 pg/ml. There was no reported impact to patient management.